Manufacturer narrative:
The insulin pump passed the basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error alarm. The customer's blood glucose was not provided. The device was new and it alarmed motor error several times after its first bolus. Customer was advised to return the device for analysis. Customer agreed to return the device for analysis.